Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device disposed.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Stem did not match the broach. As per additional information form the rep: we reamed and broach the same size. It was a tight canal and so the broach being bigger distally did not sit all the way like the stem does. So we reamed up one more and placed in that stem.

Event description:
Stem did not match the broach. As per additional information form the rep: we reamed and broach the same size. It was a tight canal and so the broach being bigger distally did not sit all the way like the stem does. So we reamed up one more and placed in that stem.